Event description:
International customer reported that five (5) wash concentrate bottles broke and leaked. Details related to the time and circumstances surrounding each event were not provided. No injuries were reported.

Manufacturer narrative:
The actual device that broke and leaked was not provided. The field service engineer (fse) visited the facility and examined the analyzer system. The fse replaced analyzers' secondary regulator and solenoid; the problem appeared to be resolved. This is one of five medwatch reports being submitted as the customer reported that five individual devices were affected. Reference the below MDR numbers for all associated reports: see scanned table. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.